Event description:
Reporter explained that their husband received a letter in the mail from walmart stating that two boxes of his omnipod 5 pods was recalled. Also stated that both the boxes had the same lot number and they wanted to file a report to report the recalled pods. Pt: 4582. Device: 2588. Ref: mw5188569.